Manufacturer narrative:
Unable to prime device during prime/compromised test due to slightly loose drive support disk. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window. Device received with stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had a crack from top right corner of the window up to the bottom part of the battery compartment. Customer's blood glucose was 300 mg/dl. Customer reported she could heat the device pumping during bolus delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.